Event description:
It was reported that during a scheduled generator changeout procedure, when attempting defibrillation threshold (dft) testing, oversensing of noise was observed on the ventricular channel after the shock was delivered. Troubleshooting was performed such as ensuring proper connection between the right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d). The lead was re inserted into the header of the device and no noise was observed. A temporary wire was required during the procedure due to the patient being pace dependent. Additionally, it was noted that with the dft testing, the patient was not induced into an arrhythmia. Several shocks were required without success. A commanded 41 j shock was delivered, but the issue was not resolved. The patient also experienced cardiac arrest during the produce. The physician planned to have this patient on a life vest and perform further testing/evaluation. It was noted this patient has a previous abandoned lead. A request was made to have data from the device analyzed. Data analysis confirmed that there seems to be a lead or lead-on-lead issue. Technical services (ts) recommended to continue to monitor this patient. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that during a scheduled generator changeout procedure, when attempting defibrillation threshold (dft) testing, oversensing of noise was observed on the ventricular channel after the shock was delivered. Troubleshooting was performed such as ensuring proper connection between the right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d). The lead was re inserted into the header of the device and no noise was observed. A temporary wire was required during the procedure due to the patient being pace dependent. Additionally, it was noted that with the dft testing, the patient was not induced into an arrhythmia. Several shocks were required without success. A commanded 41 j shock was delivered, but the issue was not resolved. The patient also experienced cardiac arrest during the produce. The physician planned to have this patient on a life vest and perform further testing/evaluation. It was noted this patient has a previous abandoned lead. A request was made to have data from the device analyzed. Data analysis confirmed that there seems to be a lead or lead-on-lead issue. Technical services (ts) recommended to continue to monitor this patient. No additional adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this patient was evaluated in office and high capture thresholds were observed on the rv lead. Impedance measurements were noted to be stable. Noise was not reproducible with provocative maneuvers. It was suspected that the device exhibited pacing inhibition. Tachy therapy has been deactivated on this system. Ts recommended repeating induction testing to evaluate this system further. No additional adverse patient effects were reported. This device remains in service.